Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that a new battery was inserted an external pulse generator while the patient was in the operating room. One hour after patient returned from the operating room the low battery alarm went off. While changing to a new battery, the device failed to maintain output and switched itself off resulting in a less than 20 second period of bradycardia. When the device was turned back on, the device failed to retain the patient's settings and reverted to default mode. The device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: product event summary: analysis confirmed the reported event, it was found that the battery removal time was too short, gold capacitors were defective. It was also noted that both bail covers were cracked. Both gold capacitors and both bail covers were replaced.